Event description:
It was reported to rti surgical on 3/16/2021 that a cervalign screw backed out post-operatively. Index surgery was performed on (B)(6) 2020. As of the date of this report, revision surgery has not been performed.

Manufacturer narrative:
A DHR review could not be conducted as the lot number is unknown. This report will be updated should the device or additional information become available at a later date.